Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 420 mg/dl. Customer stated that they want to be sure that they were giving a bolus. Customer stated that they did not fully complete the bolus and did a bolus and it showed in the history. The device will not be returned for analysis.